Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that display screen was frozen and had a constant tone, even after battery change. It was reported that time did not advance. Customer's blood glucose was 10.8 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed with the correct time and date and was monitored for 12 days. No time anomalies or frozen screens were noted. The pump passed the leak test. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly was noted. No unlocked keypad connector or button keypad anomalies were noted. The pump had minor scratches on the lcd window and case.